Event description:
Pt revised because of malalignment of tibial tray.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The initial reporting stated the prod was not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the reported contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. MFR considers the investigation closed.